Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The patient had a primary right tka on (B)(6) 2017 and sustained a subsequent displaced femoral periprosthetic fracture. The primary implant was explanted and was revised to a distal femoral gmrs construct.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed. The reported device was not returned however a photograph of the device immediately post-explantation was provided for review. There is a large resection of the distal femur attached to the component, therefore the femoral component is not depicted clearly in the photograph. A review of the provided medical records and x-rays by a clinical consultant indicated that patient trauma or adverse movement during rehabilitation, although not explicitly reported due to general lack of clinical information has contributed to an acute overload condition with periprosthetic fracture proximal of the knee arthroplasty requiring revision with a gmrs construct. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar reported events for the lot referenced. A review of the provided medical records and x-rays by a clinical consultant indicated that patient trauma or adverse movement during rehabilitation, although not explicitly reported due to general lack of clinical information has contributed to an acute overload condition with periprosthetic fracture proximal of the knee arthroplasty requiring revision with a gmrs construct. Further information such as evaluation of the explanted devices and further clinical information such as operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had a primary right tka on (B)(6) 2017 and sustained a subsequent displaced femoral periprosthetic fracture. The primary implant was explanted and was revised to a distal femoral gmrs construct.